Event description:
It was reported to the MFR that the site's handheld computer was "not holding a charge." The handheld was returned for analysis and the event was confirmed.

Manufacturer narrative:
Device malfunction confirmed, but did not cause or contribute to a death or serious injury.